Manufacturer narrative:
The investigation determined that a higher than expected vitros tsh result from a single patient sample was obtained when using vitros tsh reagent on a vitros 3600 immunodiagnostic system. A definitive assignable cause could not be determined. An ortho fe performed service actions to the instrument, however, pre-service vitros tsh within-run precision testing was not performed to assess instrument performance and therefore, an instrument related issue cannot be ruled out as contributing to the event. Based on historical vitros tsh quality control results, there is no indication a reagent issue contributed to the event. In addition, pre-analytical sample processing could not be ruled out as a contributing factor. It is unknown if the affected sample was allowed to clot for minimum of 30 minutes prior to centrifugation, therefore, improper pre-analytical sample handling cannot be ruled out as contributing to the event.

Event description:
The customer observed a non-reproducible, higher than expected vitros tsh result from a single patient sample using vitros tsh reagent on a vitros 3600 immunodiagnostic system. Sample result = >100 miu/l vs. Repeat result= 1.77 miu/l. Biased patient results of the direction and magnitude observed may lead to inappropriate physician action. The higher than expected vitros tsh result was not reported from the laboratory and there was no allegation of patient harm as a result of the event. (B)(4).